Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced for high impedance that had been trending upward over the past six to eight months. No patient complications have been reported as a result of this event.